Event description:
The respiratory therapist reports unit was not showing any volume at turn-on, giving a circuit occluded alarm with no circuit attached. The device did have patient involvement at the time the issue was discovered, and the patient was placed on an alternative unit. There was no patient or user harm reported. Unit alarmed with low volumes and there was nothing attached to the patient circuit. Philips remote service technician advised the customer to perform performance verification test (pvt) and address any issues found. The blower is running. Philips remote service technician indicated possible flow sensor replacement needed. The customer requested an onsite repair service. Further information is pending.

Manufacturer narrative:
At the initial call, philips recommended that the failure may have been caused by flow sensor. The customer called back requesting assistance in removing the air flow sensor assembly. The philips remote service technician advised the customer that the best direction available for disassembly is the color photos in the manual with step-by-step directions. The customer stated that he will proceed with the repair and call back if needed. Repeated attempts to obtain additional information on both patient and repair but were not successful. Therefore, it is unknown if the customer was able to resolve the issue. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.